Event description:
During a laparoscopic supracervical procedure, doctor was using the gyrus lyons dissecting forceps on the uterus when half of the jaw broke off. Dr and resident both looked for the piece for approximately 5 minutes then decided to proceed with the procedure and look for it at the end of the case. An x-ray of the kidneys, uterus, and bladder (kub) was done at the end of the case at approximately 1430 and another surgeon was called in. The broken jaw was seen in the pelvis on x-ray. The other surgeon scrubbed in and they attempted to retrieve the piece. At approximately 1530 a fourth surgeon was called in and a second kub was done, also fluoro was utilized. The broken jaw piece was retrieved by the fourth surgeon. All pieces were sent down to biomed.